Manufacturer narrative:
(B)(4)

Event description:
It was reported that no sensing and loss of capture was found on the rv lead. Patient was asymptomatic. Lead imaging was performed and revealed lead had moved from its original location. The patient was admitted and lead re-positioning was attempted unsuccessfully. Physician could not retract the helix during this attempt however after another attempt, the helix was able to be retracted, but could not be re-extended. The lead was replaced. Patient was fine after the procedure.